Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly and the battery compartment was corroded on the insulin pump. Troubleshooting was not performed. The act button was not sensitive. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.